Event description:
It was reported to philips the u-stand top assembly is bent to one side. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The philips field service engineer (fse) confirmed the issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Following the evaluation of the device, the field service engineer (fse) replaced the u-stand top assembly to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The customer¿s alleged malfunction was confirmed, and it was determined that the root cause was the u-stand top assembly.